Manufacturer narrative:
Batch review performed on 30 january 2018 (B)(4). Preliminary investigation based in the picture of the explanted insert fixation screw performed by r and d project manager on (B)(6) 2018: loosened insert safety screw occurred about sixteen months after primary surgery removed by arthroscopy. The head and the threaded part and the screw looks damaged. The screw has been plastically deformed once, backed out from the baseplate, was interposed between the femoral component and the tibia insert and underwent to the body load. No other components have been explanted. The most-likely cause for self-unscrewing of the screw after few months from implantation, was insufficient tightening torque. Using a screwdriver provided with a torque limitation (ref. 02.07.10.4577; torque limiter screwdriver 3.5 nm) would prevent this event. Torque limiter screwdriver is already available and its use is mandatory. Clinical evaluation performed by medical affairs director on (B)(6) 2018: one year and 5 months after primary tkr in a (B)(6) kg woman, the insert fixation screw got loose in the joint. Arthroscopic removal of the screw was immediately planned. During surgery, damage to the liner and femoral surface was observed. The liner was exchanged. The cause for self-unscrewing of the insert screw is not known: one possibility is insufficient tightening torque, but other unknown conditions may also play a role.

Event description:
Sales representative was informed by the surgeon on (B)(6) 2018 that patient had a screw backed-out of the tibial insert. On (B)(6) 2018 the inlay locking screw was arthroscopic removed due to unscrewing about 1 year and 4 months after primary.